Manufacturer narrative:
Additional manufacturer narrative: the customer's complaint was not resolved at the time they contacted nihon kohden. The customer was instructed to contact nihon kohden after additional troubleshooting however, the customer failed to contact nihon kohden. Nihon kohden attempted to contact the customer but the customer did not respond. The product involved in this event has not been returned to date to allow for an analysis to be performed.

Manufacturer narrative:
The customer reported that the tele techs noticed that the extreme tachycardia and extreme bradycardia heart rate parameters on the cns (central monitoring system) were not locked out like they were on the other cns devices. Reviewed the org's with the biomedical engineer to make sure all were in standard and checked that the extreme tachycardia and extreme bradycardia were set to crisis and the alarms were set to crisis. Inquired as to whether any new equipment or new software was installed. The biomedical engineer advised a remote monitor had been installed a month ago but it was only for viewing and wouldn't cause an issue with the cns. We were unable to determine why the alarm parameters were not locked out at the hospital. The biomedical engineer advised he would change out the org and advise if that resolved the issue. Left messages with the biomedical engineer to follow-up. No return phone call was received. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the tele techs noticed that the extreme tachycardia and extreme bradycardia heart rate parameters on the cns (central monitoring system) were not locked out like they were on the other cns devices.